Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had to turn dbs off during ekgs because when they don't (turn dbs off), the dbs interferes with the EKG readings and it looks like a 2 year old was scratching up and down on the readings. Patient said they had an EKG on wednesday and the readings were off and within 24 hours the event readings were over a 1000 so they knew something was wrong. Patient said cardiologist got a baseline but they still want patient to wear the stick on holter monitor. Patient said they started getting ekgs in sep 2022. Patient said that cardiologist wants them to wear a holter monitor for 30 days, then 5-7 days. They talked to their neurologist and healthcare provider (hcp) said that dbs could maybe be off for 1 day while patient wore holter monitor. Patient said hcp worked so hard to get patient's body to adjust to the current settings they were on so they didn't want anything interfering with that. Pt said cardiologist was down to having patient turn dbs off for a second and using the record ECG option on their apple watch but if the patient moved their finger a little bit that threw off the recording so patient didn't think that was accurate. Pt said that recording on their apple watch was where they were at right now. Patient services (ps) consulted with technical services (ts) on holter monitor/EKG compatibility and related this to patient. Patient said they have syncope and tachycardia so when patient had their implant battery changed they decided to have the implant moved to their right chest instead of their left chest just in case they needed a cardiac device in the future. The patient was redirected to their healthcare provider to further address the issue.